Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was reported performance damaged product. A failed suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure.

Event description:
During an evaluation of an actual device returned, a broken needle was found. It had been reported that a patient underwent a procedure for varix of legs on (B)(6) 2018 and suture was used. When opening the package, prior to use, it was found that the needle had been broken at the swage part and the suture was detached from the needle. There were no adverse consequences to the patient. No additional information as provided.